Event description:
The prismaflex was running on a patient in the critical care unit (ccu). At 1435, an alarm sounded which read voltage malfunction, and the unit stopped delivery of treatment. The 24 hour hotline was called and the nurse was told that the unit had to be disconnected and taken out of service. In order to disconnect treatment the cassette had to be unloaded manually. The patient was disconnected from the unit and the other available unit, which was not in use, was obtained and treatment resumed at 1550. Other than being unable to return the blood in the circuit to the patient, and the delay of resumption of treatment, there seemed to be negative effect to the patient. Manufacturer response for continuous extracorporeal blood therapy unit, prismaflex (per site reporter): service rep was in today. Stated there was a problem with the blood pump in the unit. A new pump is being ordered.